Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2016. During the procedure, a right femoral approach was used but when the left pulmonary artery was reached a lemon sized aneurysm was found. In turn, the physician decided to attempt sensor placement in the right pulmonary artery. Unfortunately, there was difficulty accessing the right pulmonary artery resulting in multiple attempts. Subsequently, a catheter was found to be looping in the right atrium, which made advancement difficult. Additional attempts were made to no avail. It was determined the proximal nitinol loop had deployed and was preventing the sensor from being removed. As a result, an introducer was used but was unable to remove the sensor. Next, the physician chose to use a snare to successfully remove the sensor. The patient was kept overnight in the hospital. The following day a new sensor was successfully implanted via left femoral approach. Lastly, it was noted that this event was both device and procedure related.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.